Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to unsuccessful defibrillation threshold (dft) tests and the patients body mass index. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to device coding h6 - added 2871 difficulty converting rhythm (induced). This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately -20-24 mm from the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately .21 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed therapy delivery effectiveness problem and difficulty converting rhythm induced dfts.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to unsuccessful defibrillation threshold (dft) tests and the patients body mass index. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to device coding h6 - added 2871 difficulty converting rhythm (induced).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to unsuccessful defibrillation threshold (dft) tests and the patients body mass index. Additional information is being requested from the field. No additional adverse patient effects were reported.